Event description:
It is reported that the device was implanted in late 2006 and revised in 2009 due to the tibial component loosening. After revision of the device, it was noted that the articular surface exhibited pitting on the surface.

Manufacturer narrative:
Evaluation summary: the pt was revised due to loosening of the tibial component and subsequent pain. As indicated in the product experience report, and supported by the provided operative notes, only the tibial component, drop down stem extension and articular surface were revised. The femoral and patellar components were well fixed and remain implanted. The tibial component and drop down stem were not returned for eval. The operative notes state, "the loose tibial component itself was retrieved, processed, and given to the pt". No x-rays were returned for review. The returned articular surface exhibits extensive pitting and some minor wear on both the backside and articulating surfaces. The pitting noted on the returned device is consistent with damage as a result of third body particle wear that has been noted on other explanted devices. However, sem analysis of the articular surface did not reveal any foreign particles. The articular surface was autoclaved prior to being returned to zimmer. The cause of the pitting cannot be definitively determined. Results and conclusion - device history records indicate all components were manufactured and inspected to spec. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.